Manufacturer narrative:
31-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Tip of the metal drive unit on the device broke off, causing the brush head to no longer stay properly attached - oral-b [device breakage] case narrative: male consumer via e-mail stated that the tip of the metal drive unit on his oral-b pro 2 2000 toothbrush, model no. 3766-d501, broke off, causing the brush head to no longer stay properly attached. No injury was reported. 22-feb-2022 follow up via weblink: the suspect product lot was 2ab95132010. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the tip of the metal drive unit on his oral-b pro 2 2000 toothbrush, model no. 3766-d501, broke off, causing the brush head to no longer stay properly attached. No injury was reported. 22-feb-2022 follow up via weblink: the suspect product lot was 2ab95132010. No injury was reported.